Event description:
It was reported that during a prostatectomy procedure, the arm cart assembly (aca) got blocked with non-recoverable error. The aca was rebooted, and it happened again. The procedure was continued using 3 arms. No injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Evaluation of the logs indicated that during runtime, the arm cart assembly experienced a failure of the potentiometer redundancy check on robotic arm joint 2. This occurs when the motor position sensor does not match the joint position sensor, triggering a subsystem non-recoverable error. An error code for 'arm failure with possible motion - subsystem robotic validation - redundant position sensing check' and an error code for 'arm failure: robotic arm encoder redundancy' were triggered. The error codes reports a system recoverable inoperable error and a subsystem non-recoverable inoperable error. The errors trigger an alarm message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". Additionally, an error code for 'arm failure - recoverable - robotic arm potentiometer two channel redundancy check' was triggered. Review of the field service notes indicated that the joint position sensor brooming script should be run for robotic arm joint 2 of the arm cart assembly. Evaluation of the arm cart assembly confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to a component issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made more likely to occur by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy procedure, the arm cart assembly (aca) got blocked with non-recoverable error. The aca was rebooted, and it happened again. The procedure was continued using 3 arms. No injury to the patient.